Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that suspected externalized conductor were noted. Lead was capped and replaced.